Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/01/2024 additional information was received by an arthrex subsidiary employee who stated that the procedure performed was a reconstruction of the ligament and hip joint. The device broke at the time of the repositioning. They did not take photos or video. An arthrex rep was present. The patient's bone quality was good. There was no need to repair the patient's bone cavity. All fragments were retrieved from the patient. A new anchor was opened to complete the procedure. There was no significant delay and no need for additional anesthesia.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion, misaligned insertion and/or prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via sems-06653180 that an ar-8978p dx swivelock fin broke. This occurred during a case while placing one of the anchors, the fin broke, making it impossible to use. Another anchor had to be opened to complete the procedure. No fragments remained in the patient.